Event description:
It was reported that this device had a bd alert on latitude. The alert was viewed and dismissed by the clinic. The patient also had a brady pacing device and it needed replacement. Two months after the bd alert the doctor found that this device had given an alert that had been dismissed. This device, which has been implanted a little over five years, has now been explanted and replaced along with the brady device.

Event description:
This supplemental report is being filed to provide additional information that this initial report is a duplicate to event (B)(6) and reports (B)(6) and (B)(6). Future additional information will come from event 15168116. It was reported that this device had a bd alert on latitude. The alert was viewed and dismissed by the clinic. The patient also had a brady pacing device and it needed replacement. Two months after the bd alert the doctor found that this device had given an alert that had been dismissed. This device, which has been implanted a little over five years, has now been explanted and replaced along with the brady device.

Manufacturer narrative:
This supplemental report is being filed to provide additional information that this initial report is a duplicate to event 15168116 and reports 15192443 and 15356250. Future additional information will come from event 15168116.